Event description:
Customer reported that speaker sounded dampened. There was no reported impact to the customer¿s blood glucose level. Customer declined further investigation as they planned to purchase a new pump due to the current one being out of warranty.